Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service technician. The reported symptom was confirmed. The processor pca was replaced to resolve the symptom. After passing all testing the device was returned to sue. We will consider this a processor pca malfunction.

Event description:
The customer reported that the device failed the defib test; it failed to discharge.